Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse replaced the tubing at valve line (vl-36b), cleaned blood traces, disinfected the area, checked overall operation, and tested 10 samples with all slides. The fse followed the operation the next day and closed the call. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is attributed to a hole in the tubing at vl-36b where it had been punctured by the pinch valve. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported that while performing a shutdown and maintenance they noticed approximately 3 to 5ml of blood under the coulter lh 750 slidemaker in the left catch tray, but blood was not seen on the counter. The leak appeared to be coming from under the left bank of pinch valves, but the operator could not determine the source. The operator was wearing personal protective equipment (ppe) consisting of a gown, gloves and safety glasses at the time of the event. There was no exposure to mucous membranes or open wounds and medical attention was not sought. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or associated to this complaint.